Event description:
It has been reported that device shut down when deployed. Device battery was depleted.

Manufacturer narrative:
(B)(4). Assessment was made via review of device internal memory. Conclusion is that device was deployed with depleted battery. Device produces both audible and visual alerts for status of battery. Operator had been advised to replace battery and repeat device internal diagnostic checks prior to use.